Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited loss of capture. The lead was not installed and a new lead was implanted. No adverse consequences occurred to the patient.